Event description:
No infusion or flow rate too fast. Discovered by pt at home. Fill volume 250 ml. Updated (B)(6), 2009, pump was received empty. Complaint is fast flow. Infusion started at 2100 on (B)(6), 2009 and ended at 0900 on (B)(6), 2009.

Manufacturer narrative:
Received one empty and used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 250ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot.